Event description:
It was reported the patient lost stimulation. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with all internal wires broken, which can cause the reported event. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.